Manufacturer narrative:
(B)(4)

Event description:
Clinical report states aseptic loosening - femoral. (Right knee).

Manufacturer narrative:
This is a duplicate report of 1818910-2011-03516. This report, 1818910-2012-26824, will be rejected. 1818910-2011-03516 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.